Event description:
It was originally reported (in 2001) that during an idet procedure a spinecath was placed, kinked, and removed uneventfully. A second spinecath was placed to midline and heated. A third spinecath was placed from the contralateral approach. Placement was difficult resulting in a severe kink in the catheter. The physician proceeded to withdraw the kinked cateheter back through the introducer needle resulting in the tip becoming detached. (Note: the spinecath IFU contains warnings about withdrawing a kinked catheter through the needle.) The physician confirmed the tip of the catheter was well contained within the disc and ended the procedure. Upon follow-up the physician advised that there are no plans to remove the catheter tip. No patient injury was reported. Subsequently, the patient filed a lawsuit claiming non-specific injuries related to the event.